Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including excessive force applied to the suture strands and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, it was reported by a sales representative via (B)(4) that an ar-3642sp 2.6 dl knotless fibertak was faulty. After passing the first repair stitch and retrieving the working portal with scorpion, the suture broke off from the anchor at the base (not at the end by scorpion). This was discovered during the case with no patient harm. Additional information was provided by the rep on 12/4/25. This was discovered during a rotator cuff repair of supraspinatus. No instrument was used to prepare the bone socket. Reported bone quality was good. The blue repair suture broke but it was retrieved in one piece.